Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Note: the original reporter was the patient. The patient¿s contact information is unknown. The sides of the implants are unknown. Concomitant products: saline mentor smooth round high profile 270cc breast implant, catalog number: 3503270, lot number: 5741309. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that a patient underwent an unknown breast implantation procedure with saline mentor smooth round high profile 270cc breast implants and experienced hair loss, food allergies and rashes, loss bone density, fevers, joint pain and swelling, feeling of being tired, forgetting things, swelling lymph nodes, sensitivity to chemicals. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/24/18, it was reported to mentor that it was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2007 experienced the following: "hair loss, food allergies and rashes, loss bone density, crazy fevers, joint pain and swelling, feeling of being tired, forgetting things, swelling lymph nodes, sensitivity to chemicals." No date of explantation or revision was provided. No product issue, such as rupture, was reported. No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. In addition, on 11/4/18, it was reported to mentor that the device history record (DHR) of lot number 571309 could not be reviewed, as the quality operations team was unable to locate it in the system. Clarification is in progress for the correct lot number. On 11/4/18, it was reported to mentor that the inflammation code has been reported incorrectly and it has been removed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that it was reported incorrectly that the device history record was reviewed. The lot number 5741309 is incorrect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that no follow up is possible for the correct lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/20/2018, it was reported to mentor that the device history record (DHR) of lot number 5741309 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).